Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the right ventricular (rv) lead exhibited undersensing on all stored and current electrograms (egm). High undefined impedance was also observed on the rv lead. The rv lead was initially revised and remains in use. No patient complications have been reported as a result of this event.